Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of being currently hospitalized for high blood glucose of 600 mg/dl and no delivery alarms. Customer declined high blood glucose troubleshooting. No further details given.